Event description:
It was reported that patient presented in clinic for routine follow up for multiple instances of ventricular noise. Lead noise was able to be reproduced with arm movements and isometric testing. R-wave sensing varied in previous months. Lead remains implanted and patient to be monitored.

Event description:
New information received indicated that the patient received inappropriate hv therapy due to noise.